Event description:
Customer was running glucm on the beckman coulter dxc 800 pro in critical rerun mode and observed one patient sample that did not duplicate within their in-house criteria. First rep 123 mg/dl, second rep 108 mg/dl. Repeated the sample on their other instrument and obtained results of 104 and 101 mg/dl and reported. The event was reported late to bec but investigational analysis of the instrument data continues. No parts were replaced. Failure mode is unknown at this time.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).